Event description:
It was reported that patient underwent initial left total hip arthroplasty performed (B)(6) 2021. At three days post op, the patient returned to the emergency department for wound dehiscence. Medical intervention was provided. Resolution of the event is pending.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (B)(4). (Initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: echo por fmrl lat nc 15x155mm, catalog #: 192115, lot #: 478330. Medical product: g7 pps ltd acet shell 56f, catalog #: 010000665, lot #: 6883509. Medical product: g7 longevity neutral 36mm f, catalog #: 20103606, lot #: 64922355. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that patient underwent initial left total hip arthroplasty performed (B)(6) 2021. At three days post op, the patient returned to the emergency department for wound dehiscence. Medical intervention was provided. Resolution of the event is pending.